Manufacturer narrative:
Technician suggested that the pilot link may be broken and gave the part number to the account. Repair unknown, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the bed would not go into reverse trendelenburg. He said it will lower and once it tries to go, it just starts clicking. I told him it sounded as if the pilot link is broken and gave him (B) (4).